Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a one-day post-implant check, the right atrial lead exhibited high thresholds, high impedance, low sensing, and episodes of lead noise that was oversensed and resulted in auto mode switch episodes. The patient was reported to have chest discomfort and right arm pain a few hours after implant procedure. A chest x-ray was done. Due to concerns of possible microperforation and microdislodgment, the lead was removed and the atrial port on the pulse generator was plugged. The patient was stable post-procedure and was reported to have no chest discomfort.

Manufacturer narrative:
A complete lead was returned for analysis. All damage found was sustained during surgical procedure. The lead was otherwise normal.